Manufacturer narrative:
Batch review performed on 02 october 2020: lot 1909670: (B)(4) items manufactured and released on 12-dec-2019. Expiration date: 2024-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0311fr tibial insert fixed sphere flex size 3/13 mm r (k140826) lot. 1811488. Batch review performed on 02 october 2020: lot 1811488: (B)(4) items manufactured and released on 02-apr-2019. Expiration date: 2024-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 1903511. Batch review performed on 02 october 2020: lot 1903511: (B)(4) items manufactured and released on 25-oct-2019. Expiration date: 2024-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0003r femoral component sphere cemented size 3 r (k121416) lot. 1909466. Batch review performed on 02 october 2020: lot 1909466: (B)(4) items manufactured and released on 09-mar-2020. Expiration date: 2025-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 3 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout, removed all components, and implanted a medacta femur and insert to act as a spacer. The surgery was completed successfully.